Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing) which was taken 24 hours after the positive sars result.